Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to uterine prolapse, cystocele, rectocele and stress urinary incontinence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted, concurrently with hysterectomy, posterior repair, and perineorrhaphy. It was reported that following insertion the patient experienced dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2011 & (B)(6) 2014 due to pain, prolapse rectum and pain during intercourse. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and y-sling were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent lysis of extensive intra-abdominal and pelvic adhesions, lysis of extensive tubo-ovarian adhesions, enterolysis, appendectomy, right ureterolysis, I&d of right ovarian cyst and also right ovarian suspension, excision of pervious placed cervico-sacro-colpopexy synthetic mesh, partial trachelectomy, suspension of cervix, apex of vagina using uterosacral ligament at the level of ischial spine, and paravaginal suspension on (B)(6) 2011 due to pain and pop. It was reported that patient underwent lysis of extensive intra-abdominal and pelvic adhesions, bilateral ureterolysis, bilateral salpingectomies, trachelectomy, vaginal vault suspension using uterosacral ligament, posterior colporrhaphy and perineorrhaphy on (B)(6) 2014 due to pain. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.